Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0k85w, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device did not work when they put it in, and one of the wires was damaged, and it left the hip damaged. The patient stated that the device damaged the nerves. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of device not working and damaged lead issues were that the patient had an ¿operational issue¿ with the device on (B)(6) 2018. The patient was supposed to return later that week to meet with the manufacturer¿s representative but they did not show. When the patient followed up on (B)(6) 2016, they reported that they fell shortly after implant. As part of actions taken, the hcp noted that the patient had cancelled or was a no show a total of 4 times. The hcp reported that program/lead settings were changed multiple times. The hcp also mentioned that the patient never disclosed the hip/nerve damage. As an intervention taken, the patient elected to have the device removed on (B)(6) 2017. There were no further complications reported or anticipated.